Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. A year after the closure device was implanted, the patient had a heart attack and two (2) strokes. It was also reported that the implant had not sealed. No further information was provided.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.